Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 01-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of fentanyl at 58.43mcg/day, an unknown concentration of bupivacaine at 2.783mg/day, and an unknown concentration of dilaudid at 0.1113mg/day via an implantable infusion pump for spinal pain. The patient reported that they haven't had good therapy starting "at least 4 months ago." Surgery on (B)(6) 2019 found that the catheter was broken. The patient reported being in agony due to the catheter break. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp): it was reported that the cause of the broken catheter was unknown. The patient's weight was (B)(6). No further complications were reported.